Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue with the meter started. She reported that on an unknown date and time she obtained an alleged inaccurate high blood glucose result compared to an unknown doctor¿s meter. The patient was unable to provide results for either meter, but she reported that the result on the subject meter was ¿3 mmol/l higher than it should be¿. However, the comparison was made greater than 30 minutes apart. The reported time difference of more than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). After obtaining the alleged inaccurate result, the patient reported that she administered an increased dose of insulin. She alleged that at an unknown time after the start of the alleged issue, she developed symptoms of ¿racing heart¿. She was unable to recall what, if any, treatment she received for her symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was not established whether the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.